Event description:
End user daughter (B)(6) is stating that seat on the commode is cracked. End user daughter is stating she doesn't know if her mother got the commode in 2011 or 2013.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.